Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an explant procedure where all device was explanted and discarded by physician.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two months after the permanent implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500; model: sc-2317-50; serial: (B)(6) /(B)(6); batch: 20014786/20296711.